Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec in relation to the reported keypad malfunction which was reproduced. Eval found the 1st and 2nd soft keys to be inoperable and the on/off key to work intermittently. All other keys were found to be operating normally. With the 2nd soft key inoperable, it was not possible to start an infusion due to the need to confirm flow. The issue was caused by the keypad and the keypad was replaced. Baxter has initiated a CAPA to further investigate this issue.

Event description:
It was reported that a spectrum pump keypad had an intermittent malfunction. It was also reported there was no pt involvement.